Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited cut on ultrasound probe, missing adhesive at light guide lens and missing adhesive at forceps raiser cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on ultrasound probe, missing adhesive at light guide lens and missing adhesive at forceps raiser cover. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.